Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white residue inside the air/water channels and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Corrected data: h6 (removing 4761-access port and added 525-tube) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, and a root cause could not be presumed with the provided information. The event can be detected/prevented by following the instructions for use which state the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection and the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.